Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after changing the battery. The battery was not out of the insulin pump greater than the duration allowed. After changing the battery the insulin pump had a blank display. The customer did not have a new battery to test with the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan until the replacement battery cap arrives. The device was not returned.